Event description:
The account alleged the bed exit will sound on the bed but not at the nurses' station. No injury was reported.

Manufacturer narrative:
The tech found that the accounts system does not communicate with the bed so it is not set up for our beds. The account is aware of this and the need to upgrade their nurse call system. No issue was found with the bed, the bed functions as designed.